Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that erroneous calcium_2 (ca_2) results were obtained on patient samples from an atellica ch 930 analyzer, serial number (B)(4). The customer indicated that they repeated some samples on this atellica ch 930 analyzer at the site and the results also recovered comparably. However, the customer did not provide the results obtained on this instrument. This MDR is being filed in an abundance of caution. The customer stated that the millipore deionized water system had a defective circuit board and has been in a "bypass" mode, with water filtration only being performed by a qgard filter. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse was informed that the millipore representative determined that there was a water quality issue. There was no instrument malfunction. After a new filter was installed on the millipore, qc recovered within acceptable ranges. The analyzer is performing according to specifications. No further evaluation of this device is required. Siemens also filed related MDR 2432235-2023-00074 for this event.

Event description:
While reporting erroneous calcium_2 (ca_2) results on the atellica ch 930 analyzer with serial number (B)(4), the customer indicated that the atellica ch 930 with serial number (B)(4) was producing similar results. The customer did not provide results obtained on this instrument. Erroneous results were not reported to the physician(s). The samples were redrawn and retested the next day. The repeat results were not provided by the customer and the correct results are unknown. This MDR is being filed in an abundance of caution. There are no reports of patient intervention or adverse health consequences due to the erroneous ca_2 results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00075 on 28-feb-2023. Additional information (08-mar-2023): siemens further investigated the incident. The initial report indicated that the millipore deionized water system had a defective circuit board. The customer indicated that the malfunctioned circuit board was addressed, the water filters were replaced, and the external water system was flushed. There was no instrument malfunction. The contaminated water coming from the external water system to the instrument potentially contributed to the erroneous calcium_2 (ca_2) results. The instrument is performing according to specifications. No further evaluation of this device is required. Supplemental MDR 2432235-2023-00074_s1 was filed for the same issue.